Event description:
It was reported that the patient experienced pain and inadequate stimulation due to the high impedances displayed on the spinal cord stimulation (scs) lead. The patient underwent a lead revision procedure where the lead was explanted and replaced. The patient was doing well post-operatively.

Event description:
It was reported that the patient experienced pain and inadequate stimulation due to the high impedances displayed on the spinal cord stimulation (scs) lead. The patient underwent a lead revision procedure where the lead was explanted and replaced. The patient was doing well post-operatively.

Manufacturer narrative:
The complaint was confirmed. Visual and x-ray inspection of the returned lead revealed multiple fractured cables at the weld nugget. There are no exposed cables at the location of the fracture. It is suspected that the fracture was a result of excessive tensile force onto the lead body or bending of the distal end of the lead.